Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had tenderness. The ins pocket was zapping, searing, and the patient had burning pain while laying on it. The patient was seen by their managing healthcare provider who told the patient there was no swelling in the pocket.